Manufacturer narrative:
After further evaluation, the suspect medical device was updated on august 2, 2023. MDR number 3016438761-2023-00431 has been submitted for the new suspect medical device and all further information will be documented under that MDR number. H3 other text : refer to section h10.

Event description:
The customer stated that a falsely decreased architect tsh result of 0.0004 uiu/ml was generated for a patient sample (sid (B)(6)) that was auto-repeated with a result of 0.8925 uiu/ml. The patient's previous result was 1.08 uiu/ml in february 2023. The customer's reference range is 0.4 - 4.94 uiu/ml. The falsely decreased result was not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely decreased architect tsh result of 0.0004 uiu/ml was generated for a patient sample (sid (B)(6)) that was auto-repeated with a result of 0.8925 uiu/ml. The patient's previous result was 1.08 uiu/ml in (B)(6) 2023. The customer's reference range is 0.4 - 4.94 uiu/ml. The falsely decreased result was not reported out of the lab. No impact to patient management was reported.